Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Review of the device memory noted the bd error was due to a temporary drop in battery level due to the magnet exposure. The battery level would recover soon. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.